Manufacturer narrative:
The actual device is not available for investigation as the customer discarded it. A review of the device history record is pending. Additional reporter: (B)(6). Full phone: (B)(6).

Event description:
The regulator of a 18" (46 cm) appx 2.5 ml, ext set w/pre-pierced port, easydrop flow controller, rotating luer reportedly was coming off of the device during patient use. It was reported that the set was used for 3 hours on a pediatric patient. (As a side note, the line of the set appeared light brown in color.) The person who reported the incident to the nurse was the patient¿s mother. The medication used was 5% dextrose and 0, 45% sodium chloride. There was no harm.

Manufacturer narrative:
Investigation summary: a photo was returned by the customer showing the tubing set separated from the y-port. The tubing had fluid inside. It is unknown from the picture what color the tubing is without fluid. The reported complaint of the separation can be confirmed. The probable cause is unknown. The reported complaint of discoloration cannot be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review was reviewed, and no nonconformities were found that would have led to the reported.